Event description:
The customer's mother reported that the insulin pump was stuck in the rewind process. Blood glucose level was not provided. The call was disconnected before any additional information could be provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.